Manufacturer narrative:
The device was returned to the manufacturer for investigation. The customer complaint was confirmed by repair technician. The device was repaired and maintenance was performed. The device will be returned to the account.

Event description:
It was reported that the saw head would not lock in place during a total knee. The procedure was completed successfully. There were no adverse consequences to the patient.